Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient's device was removed on the day of the report since the hcp believed it was infected. There were no further complications reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# va1kwpp, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the case went well and there wasn't a lasting infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.